Manufacturer narrative:
This report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported during surgery the surgeon used the stainless steel implants with titanium screws instead of the sterile titanium implants resulting in mixed metal. No information about patient condition received. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).